Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Replace battery alarm confirmed in the formatted history file and then the power management tool confirmed power error alarm were triggered when backup battery unloaded voltage (ul vlith) was less than 3.7 v for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. Pump was received with scratched case, pillowing keypad overlay, faded serial number label, cracked select button keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 11.5 mmol/l. The insulin pump will be returned for analysis.